Event description:
It was reported that the pump's alarm sound was not annunciating. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.